Event description:
It was reported that a patient who had bilateral intraocular lens (iol) implants facing issue with visual outcome and is unable to see near, at reading distances and far object. The patient's vision is permanently blurred and their daily activities are significantly affected. Patient is not able to concentrate and focus for long time on the laptop computers and the issue is causing stress as well as blurred vision. Moreover, evening walk street lights/ vehicles light forming rings and causing irritation. The patient's vision pre-op was provided as 6/9 and no information was provided for vision post-op. The lenses remain implanted as of to date. Reportedly, the patient had a loss of 2 or more lines of ucdva (uncorrected distance visual acuity) or bscva (best spectacle corrected visual acuity). The patient was prescribed with tab ace-par, tab ofloxacin, tab acetamide, pred forte & motogram, as part of standard care medication. It was noted that the patient is temporarily impaired. No surgical interventions have been performed. No further information was provided. This MDR report is for the patient's left eye. A separate report will be submitted for the patient's right eye.

Manufacturer narrative:
If explanted, give date: not applicable as the device remains implanted . Email address: unknown/not provided. Initial reporter telephone number: (B)(6). The lens is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.